Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported that they had a patient where the doctor thinks the laser hit the posterior capsule. The doctor did an anterior vitrectomy and sulcus lens placement on the patient during the initial surgery. The doctor felt that the lens seemed to behave weird when he started surgery leading to questioning if the laser went through the posterior capsule.

Manufacturer narrative:
Review of the procedure files showed a well centered suction ring and a typical pattern of capsulotomy occurred. Breakthrough of the capsular incision occurred on slide 7 which is normal. The fragmentation pattern appeared normal. There is a noted gas bubble that appeared to drift posteriorly at the 2 o'clock position. It does not appear from the images that any issue occurred. It cannot be determined if the gas bubble, though typical created any issue in the procedure. The scheimpflug scans do show a dense psc cataract on this pt. Based upon all available information, the system in all likelihood is not the cause of the posterior rupture. During a post-operative clinical follow up, the doctor stated that the patient was doing fine. Root cause: unk.